Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Performed transmitter functional test and passed. Performed pairing test with nordic bluetooth and passed. Performed share log review and loss of connection was found in the log. The customer complaint was confirmed. Defect was not found to be the transmitter. The reported event of loss of connection was confirmed. The root cause cannot be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.